Event description:
Customer reported via phone, she was having issues with the insulin pump alarming lost sensor and weak signal. Customer blood glucose was 262 mg/dl. Troubleshooting was performed for lost sensor and weak signal. Customer mentioned the insulin kept alarming low blood glucose and she kept eating and drinking more. During troubleshooting it was not was noted the customer was having trouble following troubleshooting and stated she wasn't able to see the insulin pump screen. Customer wasn't able to complete troubleshooting customer's spouse was called to inform him customer might be experiencing a low. Customer' spouse stated she will have to call back. It is unclear if customer was having issues with blank display or she was having issues seeing the device as she might have been experiencing a black out. The device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.